Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported upper out of range pacing lead impedance and increased capture threshold were observed a day after implant. The patient was asymptomatic. Noise was noted during interrogation. Isometrics and pocket manipulation could not reproduced noise. The lead was explanted and replaced. No adverse consequences were detected.